Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2010, a new miniarc sling was implanted. The patient indicated she had multiple extrusion of mesh into the vagina. Investigation revealed the mesh was exposed and the extruded mesh was excised on (B)(6) 2010. Vaginal extrusions are reported to have healed.